Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A (B)(6) years old female patient broke her right proximal femur last year on the 24th of may while busy in her kitchen. She made a misstep. She got operated the next day and got a gamma3 200mm nail. Recently on the 28th of august she called her orthopedic surgeon that she had heard/felt a ¿pop¿ in her right hip. It felt like something broke. X-ray confirmed that the gamma3 200mm nail had been broken. X-ray furthermore confirmed that the fracture was not consolidated, she has a so called non-union which was possibly caused by a preexisting stress fracture. On the 5th of september a universal extraction set was reserved for a revision operation which was planned for the 13th of september via the csd. The patient weights (B)(6) kg and is 1.68m high.

Event description:
A 53 years old female patient broke her right proximal femur last year on the 24th of may while busy in her kitchen. She made a misstep. She got operated the next day and got a gamma3 200mm nail. Recently on the 28th of august she called her orthopedic surgeon that she had heard/felt a ¿pop¿ in her right hip. It felt like something broke. X-ray confirmed that the gamma3 200mm nail had been broken. X-ray furthermore confirmed that the fracture was not consolidated, she has a so called non-union which was possibly caused by a preexisting stress fracture. On the 5th of september a universal extraction set was reserved for a revision operation which was planned for the 13th of september via the csd. The patient weights 130kg and is 1.68m high.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. Device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. The appearance of the breakage surface of the anterior web suggests that the nail breakage had its origin in this area. The fracture pattern resembles a fatigue fracture (evident by appearance of lines of rest/ waves). Starting from that region with an incipient crack the breakage progressed through the cross section. As a result of which the posterior web broke in a much quicker way with increased tensile load. Plastic deformation was not found. Severe drill marks were found at the lateral entrance of the proximal through hole for the lag screw at the anterior web; they progress through the bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture (notching effect) at the lateral edge of the anterior web. A clinical statement was requested for the evaluation of the provided medical data. Following statements are opined by him: ¿ the patient¿s bone does not show visible signs of osteopenic or osteoporotic changes. This can not be assessed with a simple x-ray or CT-scan, though. It is possible, however. The nail placement is correct, but the postoperative x-ray shows a clear sign of bony dehiscence. The CT-scan also shows, that some transformation has occurred since the patient reported her first complaints in march. The bone structure has changed at the site of the fracture. The fracture should have been regarded as a non-consolidation and two months old- for that reason direct revision of the fracture site with refreshing of the fracture surface and additional bone marrow from the iliacal crest should have been added and an additional lateral plate to reduce the lateral load could have been helpful. The obesity of the patient also contributes to the poor outcome. The blood supply is reduced, the loads are elevated, the movement of the patient is reduced. The screws were removed for additional compression and to support fracture healing. This should have been done much earlier. At least after three months in my opinion.¿ after investigating all the facts about the complaint, the following points are the causal factors of the failure: 1) sub-optimal procedure followed by the surgeon as there was severe mis-drilling on the anterior web of the nail, which ultimately weakened the nail, making it susceptible to failure under increased load. 2) as the patient is clearly a class iii obese and moderately active, this possibly led to a reduced blood supply to the affected region (as stated by medical expert). This in turn didn¿t let the fracture to heal in time leading to non-union and increasing the load on the nail. Thus, to sum up the investigation as per the facts & timeline of the events, the failure occurred due to non-union of the bone. The patient being obese affected the bone healing process due to reduction of blood supply to the bone, ultimately not allowing the bone to join. As a result of non-union, the overall stress around the area got loaded upon the nail. Thus, the nail broke almost after 16 months of implantation in a fatigue manner due to consistently increasing load. It is also fair to say that the technique followed by surgeon was sub-optimal (drill hitting the implant severely), this initially led to weakening of the structural strength of the nail, especially around the web. The decision to fix the fracture by just a nail by the surgeon is also questionable, as in case of severely obese patient it is advisable to use a combination of a plate and a nail. Based on the investigation performed, the root cause of the failure is rather a combination of patient-related and user related factors, but predominantly patient related . A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The op-tech provides a warning to the user: ¿warning: in the event the nail is damaged during lag screw reaming, the fatigue strength of the implant may be reduced, which may cause nail to fracture.¿ the instruction for use was reviewed: ¿ obesity. An overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself. Avoid surface damage of implants. These devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device. Conditions attributable to non-union, osteoporosis, osteomalicia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone.¿ if any further information is provided, the complaint report will be updated.